Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a partial separation at the collar, and kinks in the distal shaft located 16 mm and 54 mm from the tip. Due to the damage to the collar, functional testing could not be done. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the guide extension catheter collar part was coming out on the surface. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcification lesion. The physician was performing a percutaneous coronary intervention (pci). A guidezilla¿ ii guide extension catheter was advanced; however the guidewire was not inserted into the guidezilla smoothly and it was noted that the guidewire created a loop near the color part of the device. During removal of the catheter, it got kinked which seems that the metal of the color part was coming out on the surface. The procedure was completed with a different device. There were no patient complications. The patient was reported to be stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the guide extension catheter collar part was coming out on the surface. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcification lesion. The physician was performing a percutaneous coronary intervention (pci). A guidezilla¿ ii guide extension catheter was advanced; however the guidewire was not inserted into the guidezilla smoothly and it was noted that the guidewire created a loop near the color part of the device. During removal of the catheter, it got kinked which seems that the metal of the color part was coming out on the surface. The procedure was completed with a different device. There were no patient complications. The patient was reported to be stable post procedure.